Manufacturer narrative:
Added information to d8. H6: investigation results - the revision reported may have been the result both an insufficient bond between the implant and the bone, which led to aseptic (non-infected) loosening, and increased biomechanical stressors on the joints secondary to patient-related conditions and a combination of the risk factors specified in hhe2020-09-11-02. However, this cannot be confirmed as the devices were not available for evaluation and images of the explanted devices, pre-revision radiographs, and operative notes were not provided.

Manufacturer narrative:
Implanted date - exact implant date not available; however, patient was implanted with connexion gxl liners in 2011. Explanted date - exact explant date not available; however, patient right side hip revision in fall 2020. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by the legal brief, patient underwent a total right hip arthroplasty in approximately 2011, the issue in this matter is with the accelerated wear of the polyethylene, cross linked exactech connexion gxl liners which led to patient accelerated osteolysis. Patient suffered extensive osteolysis due to the eccentric polyethylene wear in the product. Due to the failure of the product, a total right hip arthroplasty revision was recommended by patient¿s medical professionals. Due to accelerated wear and/or loosening of the product, patient underwent a right revision surgery in the fall of 2020.